Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported that the unit had a white display. The unit would not go into service mode and blower would not turn on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse crosschecked the power supply and found it faulty. Pse replaced the unit's power supply to resolve the reported issue. The unit passed required performance verification tests per philips standards.